Event description:
On 04/01/2025, a sales representative reported via (B)(4) that an ar-9202-14 univers¿ 3d slaphammers tip broke off. This occurred during a case with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One ar-9202-14 received for investigation. Visual evaluation confirms that the knob broke off from the head. Additionally, the device and markings markings are discolored. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The device was manufactured in 2018. Refer to the investigation photos the complaint allegation is confirmed.